Manufacturer narrative:
This event has been recorded in leventon s.a.u. As a (B)(4). The defective unit was not returned to manufacturer, thus the device was not evaluated. Three (3) units from the same manufacturing lot were retrieved from retained samples and successfully passed flow rate testing. In addition, the batch record of the affected lot number was reviewed and no incidence similar to the one reported was detected in the controls done during the manufacturing process nor in the controls done before the product release. Therefore, no problem was detected.

Event description:
Two incidents were reported regarding 5-fu using dosi-fuser. In both cases; the chemo was found to be leaking through the dosi-fuser. These incidences did not reach the designated patients as they were discovered by the infusion nurse at the clinic prior to administration.